Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found corrosion on and inside the programmer. Analysis also found various screws inside and out of the programmer missing. Display assembly had been taken out; display gasket and various display screws were missing. Strap retention springs were missing. Power cord bay was cracked. It was noted the programmer had been tampered with. Product ID: 229047 analyzer. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.